Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low pacing impedance, just below the programmed threshold, was observed on the right ventricular (rv) lead. The rv lead was noted to have chronic low pacing impedance and was otherwise functioning within normal operating ranges. The rv lead remains in use. No patient complications have been reported as a result of this event.